Event description:
During an in-clinic follow-up, the device was interrogated and revealed the device was in backup operation (bvvi). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.